Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, a real intelligence robotic drill was out of work, the exact nature of the drill failure is unknown. The procedure was resumed, after a non-significant delay, without cori, it has been switched to a manual procedure. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was confirmed with a functional evaluation. A kpc test was performed were the handpiece was able to load an attachment and bur but did not spin. The drill was opened for further investigation. The extension shaft is broken. The carriage was opened and was detected that the device had a liquid ingress. The bearings in the carriage are stuck. The carriage bearings and the extension shaft were replaced and a kpc test was performed were the handpiece passed all tests. A test case was performed and could be completed without any failures occurring. The installed exposure motor unit 4147 was measured and found to be responsive and fully functional. Both mdu´s passed the hipot test. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with the breakage of the extension shaft. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.